Manufacturer narrative:
As of today, the lead itself is not available. Therefore, the devices themselves could not be investigated and no conclusion could be drawn regarding the root cause of the clinical observation. The quality documents accompanying the manufacturing process for this devices were reinvestigated and all production steps were performed accordingly. In particular, the final acceptance test proved the device functions to be as specified. Should the lead itself become available, this report will be updated.

Event description:
It was reported that the lead was explanted approx. 58 months after the implantation due to a fracture. No adverse patient events were reported. Should additional information be received, this file will be update.